Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported

Manufacturer narrative:
The problem is traced to a failure of the rfid antenna not recognizing optical fibers. We are unaware about operator/patient injury.